Event description:
While inserting an endurance catheter, the inserter advanced the catheter past the needle tip then pulled the catheter back over the needle. This resulted in a catheter shear where a piece of the catheter was in the patient's subcutaneous tissue. Surgical intervention was required to remove the piece of catheter from the patient. The patient's condition is reported to be fine. Customer notes a user error and has requested education.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
While inserting an endurance catheter, the inserter advanced the catheter past the needle tip then pulled the catheter back over the needle. This resulted in a catheter shear where a piece of the catheter was in the patient's subcutaneous tissue. Surgical intervention was required to remove the piece of catheter from the patient. The patient's condition is reported to be fine. Customer notes a user error and has requested education.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not force catheter if resistance is encountered during advancement". The IFU also states, "do not attempt to advance needle back into catheter after catheter is partially threaded off needle to reduce risk of catheter damage". The customer reported that "while inserting an endurance catheter, the inserter advanced the catheter past the needle tip then pulled the catheter back over the needle. This resulted in a catheter shear where a piece of the catheter was in the patient's subcutaneous tissue." The customer description contradicts the IFU supplied with this kit , therefore, an in-service has been requested to instruct the user on proper use of the device. Without the device to evaluate, the complaint could not be confirmed; however, the customer reported that the inserter "advanced the catheter back over the needle cannula" which directly contradicts the instructions for use supplied with this product. Based on these circumstances, intentional use error likely caused or contributed to this event. An in-service request has been initiated to instruct the user on proper use of the device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
While inserting an endurance catheter, the inserter advanced the catheter past the needle tip then pulled the catheter back over the needle. This resulted in a catheter shear where a piece of the catheter was in the patient's subcutaneous tissue. Surgical intervention was required to remove the piece of catheter from the patient. The patient's condition is reported to be fine. Customer notes a user error and has requested education.